Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 431 mg/dl. The customer experienced symptoms such as nausea, chest tightness, eyes were tearing up and felt light-headed very thirsty, frequent urination. The customer treated high blood glucose with manual injections and insulin pump. The customer was using the insulin pump within 48 hours of the reported event. The customer did not allege that the insulin pump was under- delivering. The customer declined troubleshooting for insulin pump. The device will not be returned for analysis.